Manufacturer narrative:
There was no patient involvement. Livanova deutschland manufactures the s5 roller pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 roller pump stopped working and it gaves a motor control failure error message. There was no patient involvement.

Manufacturer narrative:
Product information in section d.1 and d.2 has been updated. H.10: through follow up communication with the chief perfusionist livanova learned that the reported error code was solely caused by a pump over-occlusion (user error) and no components replacement was deemed necessary. Reportedly, the customer did not remember the pump serial number and it was communicated that the issue occurred on the roller pump sn (B)(6). Based on all the above facts, the root cause of the reported event is traced back to a user error. Reportability decision changed to not reportable event since no serious injury occurred and based on information received that the reported issue was solely due to an user error in setting the occlusion of the tubings.

Event description:
See initial report.